Event description:
It was reported that the homing failed several times. A new handpiece and anspach drill were opened and were able to home the bur successfully. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, failed homing several times on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which did not confirm the reported event for homing failure. However, it was found that the bottom portion of the snap lock has broken from the threaded portion. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.